Manufacturer narrative:
Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement. Device evaluation summary: a visual examination was performed on the received balloon. The device was noted to be discolored; the shell and balloon valve were dark blue in appearance. Brown and white particulate matter was observed on the outer surface of the shell and center patch. As the balloon was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from a single opening on the radius of the shell. Under microscopic analysis, the opening in the shell was noted to be striated, consistent with damage from device removal activities. No particles were noted on the inner surface of the slit valve. The slit valve was noted to be discolored, and was blue in appearance.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to deflation. The physician reported during "routine check, the balloon was not visible - the implanted balloon was deflated and this is why it did not show in a echo scan. Balloon was explanted."